Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery (rcfa) with two proglide devices, using a pre-close technique, via a 6fr sheath prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, anterior cuff misses occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed in the rcfa and sutures of two proglide devices were successfully pre-placed in the left common femoral artery (lcfa). The aaa procedure was performed using a 16fr sheath and hemostasis was successfully achieved with the pre-placed sutures in the rcfa and lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.